Event description:
A nurse reported that the cassette was leaking near the end of a phacoemulsification procedure. Due to this leakage, some fluid came in contact with the sys causing a sys message to display. All the following procedures were completed with an alternate sys. There was no delay and no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).